Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; short and intermediate outcome of endovascular aortic aneurysmal repair, a multicenteric study sayed et al, open access macedonian journal of medical sciences 2021 nov 17; 9(b):1494-1498. Https://doi.org/10.3889/oamjms.2021.7384. Mean age, mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted for the endovascular treatment of infrarenal aaa on unknown dates. The following adverse events were reported: type ia, ii and iii endoleak, the cause of the endoleaks are undetermined.